Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their vela ventilator showed high tidal volume, transducer fault alarms. There is no patient involvement on the event.

Manufacturer narrative:
Result of investigation: the vyaire technician confirmed the reported issue through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid was found failing.